Event description:
It was reported that intermittent undefined alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer packed up the tandem mobi pump for return and resumed insulin therapy with an original cartridge using a different pump, the t: slim x2. The issue was resolved without requiring further assistance.